Manufacturer narrative:
Correction ¿ h6 ¿ removal of incorrect h6 code.

Manufacturer narrative:
Previously reported as serial number (B)(6) in now retracted 2017865-2021-06644.

Event description:
New information received noted that the lead also exhibited a lead dislodgement.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a normal generator change out. However, an interrogation before the procedure revealed that thresholds were not able to be found and that there were incorrect measurements coming from it. This was confirmed during a prior EKG. A lead revision was attempted during the change out procedure but the helix failed to retract. Lead was instead explanted and replaced. Patient was stable after the procedure.